Manufacturer narrative:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported infection, clunk, click, and squeak. Medical records and revision surgical report noted pain and infection but no clunk, click, or squeak. They also reported pus on aspiration, significant pus on incision and pus deep in the joint tissues. Femoral stem is already reported on (B)(4) and will not be added to this com. Cup, liner and head will be reported for infection. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the (B)(4) product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search returned no other reports against the remaining product and lot code combinations. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) .

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported infection, clunk, click, and squeak. Medical records and revision surgical report noted pain and infection but no clunk, click, or squeak. They also reported pus on aspiration, significant pus on incision and pus deep in the joint tissues. Femoral stem is already reported on (B)(4) and will not be added to this com. Cup, liner and head will be reported for infection.